Event description:
The patient has an onset of left hip pain that began about 3 months ago. He was walking when it first began causing him to limp. He has a history of total hip arthroplasty done in 2009 on the left and 2011 on the right. The pain is qualified as sharp in nature. It is worse with activity. It is associated with walking diclofenac has been attempted for pain relief, but it is not helping him. He has not done physical therapy nor has he had a steroid injection. He enjoys reading, golf, and tennis. He is not able to play golf or tennis. He notes he had a history of a cellulitis on (B)(6) 2015. He is now using a cane to walk. He had x-rays done at (B)(6) 1 month ago. He has pain that is localized in the groin as well as lateral hip pain with sleeping. Physician is dr. (B)(6) that did the replacement. He is here today for evaluation and treatment. No known complications following his replacement with return to the operating room for any reason. A 12-point review of systems has been documented and is positive for musculoskeletal complaints as per hpi, hearing loss, numbness, and tingling sensations. We obtained a weightbearing ap, pelvis, and a lateral of the left hip today in our office. He has evidence of well-fixed total hip arthroplastics. He has medial to lateral wedge taper type stems, which appear to have good osseous integration. He has a larger femoral head on the left side without an obvious polyethylene liner. It is difficult to ascertain if this is a 36- or a 40-mm head. The cup is in appropriate inclination and with anteversion. There is no supplemental screw. There is a slight radiolucency between the head and the liner indicating most likely that there is a polyethylene liner in place. I see no evidence of fracture. As well, there is no evidence of osteolysis. A (B)(6) male comes in today to review the results of the MRI of his left hip. He is doing fine. He is continuing to have pain. He is having a hard time walking. He is using a cane. The MRI was done at (B)(6). I was able to review the images, as well as the radiologist's interpretation. Unfortunately, there are findings compatible with pseudotumor formation along the lateral aspect of the proximal femur. There is a low-signal intensity thickening and irregularity along the wall of the collection, worse inferiorly along with all cyst and debris noted. Given the location of the arthroplasty, this is consistent with a septic lymphocytic vasculitis associated lesion (aldal). I held a detailed discussion with the patient today. I recommend revision. I think this may be from a large metal head causing trunnionosis. There is a possibility that is actual metal -on-metal implant. We will obtain the operative report from his surgeon in (B)(6). The pt would like to do the surgery at (B)(6). I think this is reasonable. All questions have been answered.